Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported ¿deflation¿. This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening on radius side assessed as surgical damage. Additional observations: no other observations observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported ¿deflation¿. This record is for the right side. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, d.6a, d.6b, h.6